Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the software. Most likely lack of soft-start algorithm in software v6.0.1400.0 causing the failure and the issue is no longer persists after installed patch 17. This machine is equipped with a moog blower unit. As per wo-00020997, the sw is updated from patch 14 to patch 17 and the issue is resolved. No failure is visible on the logs after updating the sw to 6.0.1700.0.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and upgraded the ventilator to the latest software version. Thje ventilation was tested and log files were obtained for analysis. Inspiration block and valve test were performed and screen shotes were sent to technical support. The o2 (oxygen) cell was calibrated and circuit test was performed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky" and 316 "blower failure". There was no patient involvement associated with the reported event.